Manufacturer narrative:
It was reported that post-implant of amulet device in less than 24 hours, the patient presented to the emergency room and an emergent computed tomography angiography showed the device completely dislodged and embolization occurred into the descending aorta, as well as thrombus in the right popliteal and tibial arteries. It was also reported that the user suspected the amulet was not fully seated within the appendage and upon further evaluation of imaging, close criteria was not met. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. The size of the device was determined via transesophageal echocardiogram (tee). Reportedly, a long slow deployment from lob to disc was performed; no secondary tug test was performed, so it is unknown if this device stability was interrogated prior to release. Information from field indicated that no thrombus had been observed prior, during, or immediately post-implant procedure. Field also indicated that prior to the 25 mm, an 18 mm, 20 mm, and 22 mm amplatzer amulet were attempted, however those 3 amulet devices were not implanted; no allegations of malfunction or to the sizing were reported. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, not all measurements were obtained during this procedure. Based on the provided measurements an 18 or 20 mm device should have been appropriate for closure using the IFU sizing chart. Since multiple devices were used during the procedure it is possible that imaging made measuring inaccurate or challenging. The device did not meet close criteria and the device was not 2/3 distal to the circumflex. This was demonstrated by the location of the circumflex and the presence of a mitral shoulder in the 45, 90 and 135 degree views. In the 135-degree view, the amulet device had no apposition of left atrial appendage tissue and was sticking out into the laa. On fluoro, this disc appeared to have zero separation on the mitral aspect (confirming the mitral shoulder) and the disc also appeared to be flat on the fluoro images. The device was missing the c, s, and e portions of the close criteria. Based on the information available, the cause of reported device embolization is consistent with device not meeting close criteria and device not fully seated in the appendage. The cause of reported thrombus could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as thrombectomy was performed and the amulet was surgically removed. The patient was reported to have recovered. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Medsun report #(B)(4). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. Prior to the 25mm, an 18mm, 20mm, and 22mm amplatzer amulet were attempted, however those 3 amulet devices were not implanted; no allegations of malfunction or to the sizing were reported. The landing zone measurements were 0 ¿ n/a, 45 ¿ 14.6mm, 90 ¿ 9.1mm, 135 ¿ 10mm. The size of the device was determined via transesophageal echocardiogram (tee). During procedure, tee and fluoro imaging was used to assist in implanting the amulet. A long slow deployment from lob to disc was performed; no secondary tug test was performed. The left atrial pressure during implant was 12mmhg; it was not measured after fluid was given. An unknown amount of fluid was given during procedure. The shape of the amulet at implant was tire with offset pin; no leak was observed during procedure. Post-implant less than 24 hours, the patient presented to the emergency room with complaints of severe right leg pain and right foot cold and numb. Emergent computed tomography angiography (cta) was performed which showed the device completely dislodged and embolization occurred into the descending aorta, as well as thrombus in the right popliteal and tibial arteries. No thrombus had been observed prior, during, or immediately post-implant procedure. The cause of the thrombus is unknown. The patient was taken to the operating room where thrombectomy was performed and the amulet was surgically removed. It is unknown if the embolized amulet caused obstruction of blood flow. The user suspected the amulet was not fully seated within the appendage. Upon further evaluation of imaging, close criteria was not met - there was a mitral shoulder in the 135-, 45-, and 90-degree tee images. No replacement device was implanted. The patient was reported to have recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.